Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. The receiver functional test: passed all relevant tests. Performed receiver download and no issues were found related to customer complaint. The complaint was not confirmed for the device because it did not display any perpetual reboot on the log. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.